Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed. Technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.